Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular port set screw could not be removed. The physician attempted to use different wrenches with no success. The implantable cardioverter defibrillator was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
No conclusion code available. The reported setscrew anomaly was confirmed in the laboratory. It is believed the torque driver was not fully engaged with the set screw; repeated attempts to loosen the set screw resulted in stripping of the set screw hex cavity.